Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was noted to be cracked. The procedure was completed with a new iol. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "cracked in the lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).